Event description:
The customer reported that the portable detector was dropped and is no longer charging or connecting to system. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). The easydiagnost system is a nearby controlled fluoroscopy system which includes a user interface at the stand with a control handle knob for moving the user interface. As an option, a portable digital flat panel detector (model "wpd") can be used for image capture. The local field service engineer (fse) went on site and confirmed detector was dropped and is no longer charging or connecting to system. The detector was replaced with a new refurbished detector. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.